Event description:
It was reported via phone that in the emergency room, difficulty was met when trying to remove the swg from the placed catheter. As a result, both were together removed, and a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the info provided. The returned device was received and the event was determined to be a result of a product malfunction and therefore reportable. A final report will be filed upon completion of our investigation. F/u report will be filed if additional info becomes available.